Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and manufacturer representative (rep) concerning patient with an implantable neurostimulator (ins). It was reported the patient had burning in upper back along with a burning smell when sitting back in chair with stimulation on. This does not occur when stimulation is off. This is affecting the cervical ins only. No falls or trauma reported. This started to occur 2 weeks prior to report. Patient was using ins sub-threshold @ 1.2ma. We reviewed possible leads touching each other during this time. X-ray was suggested along with playing with programming changes. Patient has simple bipole pairs programmed on each lead. Caller performed impedance test with patient in normal and then sitting back position and reports changes. Caller reported initial impedance test w/ 1 <(>&<)> 12 >40,000 and 4 <(>&<)> 11 >30,000 ohms. Had caller perform impedance test w/ patient in lying back position, and caller reports additional out of range electrodes. Other electrodes are in the 600 ¿ 800 ohm range, but when patient lays back in the 500-700 ohm range. Subsequently it was reported that rep met with patient and xrays were normal and showed no lead migration, no obvious fracture or disconnection. The caller indicates that she questioned the patient about the ¿smell of burning flesh¿ that he used to describe the smell originally reported, but he denied that and states that the smell was more like a wet towel on a hot water bottle and his wife smelled it as well. The caller states that all impedances looked normal until the patient was on his left side and then 0<(>&<)>8 were orange. Impedance check showed the same impedances in each position with the exception of lying left. Lying on left side, patient shows ¿avoid impedances¿ on 0 and 7 as well as the same impedances that other positions showed. (Number of impedances stayed similar e.g around 700 but color changed). He is not programmed on these contacts. The caller indicates that they were able to replicate the shocking sensation in the pocket. Hcp moved it up and to the left and then the patient felt the sensation in the pocket. The caller added that this patient has tremor as a result of a neurological issue and that has also gotten worse. The patient was advised that stimulation should be turned off. The patient will see his neurologist thursday, (B)(6), and the implanting physician was aware of the issue was trying to schedule surgery if needed. Discussed options with the caller for troubleshooting. The caller noted that the system has been off, and the patient still feels the heating/burning down his spine from nape of neck to low back. The intermittent shocks in the pocket are only when therapy is on. No further complications were reported/anticipated.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that the cause of the burning, shocking and high impedances was not deteremined. Actions taken to resolve these issues was the stimulator was turned off one week prior to surgery on (B)(6) to see if the issues resolved themselves. The shocking sensation resolved, but the burning sensation did not. The pocket was opened in the or and the leads were detached from the battery. One small area of lead looked slightly translucent, but the lead was intact. No fraying or major discoloration was noted. The leads were tested in the or with a wens and showed the exact same impedances on each lead. The provider discussed the procedure and decided that they would not enter into the spine for a lead revision at this time due to the patient¿s travel plans. The patient¿s leads were connected back up to the existing battery at this time. There were no changes to the impedances. The provider allowed the rep to turn stimulation on post-surgery and reprogram around the imp edances. The patient was reporting 50 to 60 percent pain relief with the cervical system at this point in time and had no shocking or heating sensation since (B)(6). The rep would continue to check in with them. The patient reported that no additional interventions were taken by their neurologist. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated. On (B)(6), it was reported that the patient text the rep after hours (5pm), to report that in addition to feeling heat, their ¿urine smelt like it had been cooked in a frying pain¿. They rep indicated that they told the patient to turn the system off and to see their provider as soon as possible and they indicated that they understood. It was indicated that the patient was on a road trip and that the pain relief they were getting outweighed the heat they were feeling. The patient did not tell the rep whether or not they turned their device off, however, the rep indicated that they advised them to do so and they stated that ¿they heard what they were saying¿. The patient indicated that they would like to be seen for a lead revision when they returned. The rep indicated that they would relay this information to their provider. No further complications were reported/anticipated.

Manufacturer narrative:
Continuation of d11: product ID 977a190 lot# serial# (B)(6) implanted: (B)(6) explanted: product type lead product ID 977a190 lot# serial# (B)(6) implanted: (B)(6) explanted: product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) explanted: product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
A health care professional reported that the implantable neurostimulator malfunctioned and they placed a new device to resolve the issue. No further information was known regarding this issue.

Manufacturer narrative:
Analysis of the implantable neurostimulator and leads has not yet begun. A follow up report will be submitted once analysis is completed. Correction - lead (s/n (B)(4)) do not apply to this event if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported the patient had a complete system replacement on (B)(6) 2020. The products were returned for analysis. No further complications were reported.

Manufacturer narrative:
Analysis of the implantable neurostimulator found no anomalies. Analysis of the lead (s/n (b))(4)) found that the conductors #3 and 4 were broken 2.8 cm from the proximal end. Analysis of the lead (s/n (B)(4)) found that #0, 1, 2, 4, 6, and 7 conductors were broken 3.0 cm. If information is provided in the future, a supplemental report will be issued.